Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous high result for one patient sample tested for the elecsys troponin t hs assay (tnths). The sample initially resulted as 131 ng/l and this value was reported outside of the laboratory. The clinician questioned the result and requested a collection of a new sample from the patient for testing. A second sample was collected from the patient and tested, resulting as 3 ng/l. The original sample was repeated on both e801 analyzer lines and both times it resulted as 3 ng/l. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 17649601, with an expiration date of 31-jan-2018. The field service engineer was on site and did not find any issues. An instrument check was performed and it had no issues. Quality control results related to the event were within specified limits. Upon review of the alarm trace, a clot alarm was observed prior to the event. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.